Event description:
It was reported that stent fracture occurred and the patient died. Vascular access was obtained via the right radial artery. The 80% stenosed, concentric, de novo, target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad) and right coronary artery. After crossing the left main (lm)-lad with wire, predilation was performed with a 2.5x20mm non-boston scientific (bsc) balloon catheter to the ostial left anterior descending artery with a residual stenosis of 20%. Subsequently, a 28x3.50mm promus premier drug-eluting stent was advanced for treatment. The stent was inflated at nominal pressure and implanted. Recrossing of wires was done between lad and left circumflex artery (lcx). A 2.5x20mm non-bsc balloon catheter was advanced for opening of strata of lm to lad stent. A 2.75x12mm non-bsc stent was inflated . However, upon delivery of a 4x12mm non-bsc percutaneous transluminal coronary angioplasty balloon catheter along the lad, there was difficulty on crossing the balloon. A stent boost showed a fracture at the lm-lad stent causing the ostium of left circumflex lesion to be missed. Another two stents were implanted to cover the fractured stent. Following procedure, the patient died.

Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that stent fracture occurred and the patient died. Vascular access was obtained via the right radial artery. The 80% stenosed, concentric, de novo, target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad) and right coronary artery. After crossing the left main (lm)-lad with wire, predilation was performed with a 2.5x20mm non-boston scientific (bsc) balloon catheter to the ostial left anterior descending artery with a residual stenosis of 20%. Subsequently, a 28x3.50mm promus premier drug-eluting stent was advanced for treatment. The stent was inflated at nominal pressure and implanted. Recrossing of wires was done between lad and left circumflex artery (lcx). A 2.5x20mm non-bsc balloon catheter was advanced for opening of strata of lm to lad stent. A 2.75x12mm non-bsc stent was inflated. However, upon delivery of a 4x12mm non-bsc percutaneous transluminal coronary angioplasty balloon catheter along the lad, there was difficulty on crossing the balloon. A stent boost showed a fracture at the lm-lad stent causing the ostium of left circumflex lesion to be missed. Another two stents were implanted to cover the fractured stent. Following procedure, the patient died. It was further reported that rca stenting was completed first and the patient was stable; then left main stenting was done. After dilatation of the ostial lcx stent struts, the lm premier stent was fractured. After that multiple trials were done to cross to lcx and position a stent at lcx ostium, the patient became distressed and hypoxic due to congestion. Intravenous medications and oxygen were given with no improvement. Another two stents were positioned in the lm and lcx followed by kissing balloon with fair angiographic finding. The patient was transferred to the ICU where they desaturated. The patient was intubated and arrested after less than 15 minutes. The official cause of death was hypoxic arrest secondary to pulmonary edema and secondary to myocardial stunning. No autopsy was performed.